Event description:
Customer initially reports that the end of rongeur tore apart. Surgeon was biting bone. This was just purchased. (B)(6) 2014 no further info provided after numerous requests, no reply from surgeon.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.